Event description:
During a trochanteric fixation nail procedure, as the surgeon was inserting the helical blade, the connecting screw broke off where the knob joins the shaft. The surgeon used the extraction screw to remove the connecting screw shaft. The helical blade was able to be inserted completely with no need for additional instruments. All pieces were retrieved, there was no harm to the patient, and the procedure was completed with no further incident. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.a review of the device history record did not show conditions that could have contributed to the reported event.product development evaluation reports that the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface was uniform and the weld bead appeared continuous, with no indications of material anomalies. The shaft connection was still welded into the knob. The weld between the shaft and the base of the knob had a hairline crack around most of the circumference. There were numerous dents on the top and edges of the knob. The threads on the end were still intact and a helical blade was successfully attached to the coupling screw. The helical blade coupling screw is designed to be hammered repeatedly as part of the technique to insert the helical blade. A review of the product design and drawings showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened could result in loading conditions that may lead to breakage. The returned device was manufactured in august 2006, is over 6 years old and shows evidence of being used and hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.